Event description:
Received info regarding a cartridge alarm 1 during basal delivery. Customer's blood glucose level was no impacted.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.